Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter - guide break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted to treat an unknown indication in the bile duct, with the stent protruding from the ampulla of vater, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the introducer (black portion) of the naviflex delivery system separated and remained inside the stent (within the duct) after deployment. The guidewire had already been removed at the time of the event. The physician was able to successfully retrieve the separated introducer, and the stent remained in place as intended. The procedure was completed using the original device. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the instructions for use (IFU), "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."the user did not follow the IFU.